Manufacturer narrative:
The initial reporter's occupation is "attorney". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via legal regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the pump was explanted prematurely due to failure. The event date was unspecified. It was noted that the pump suffered from drug over-dosage, under-dosage, and drug withdrawals as the pump was recalled. It was noted that the pump caused severe damage and injury to the patient. During the time the patient was under the treatment of the pump, the patient experienced unmitigated chronic pain, intermittent under-dosage, intermittent overdosage, and intermittent drug withdrawal pains. It was noted that the damage was permanent and disfiguring. No further complications were reported or anticipated.